Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01748) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in clinic for follow after receiving an alert indicating device had reached eos prematurely. The device was explanted. The patient condition was fine.